Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the procedure was aborted. The physician intended to implant a cervical paddle lead and then decided to implant a percutaneous lead because of the concern there would not be enough space in the neck to implant a paddle lead. The physician experienced difficulty accessing the epidural space and he was unable to implant the percutaneous lead. Surgical intervention may be pending as the patient may be implanted with a different physician.